Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. During the treatment a 31mm x 10cm gore® tag® device was implanted. Then a 40mm x 20cm gore® tag® device was implanted. The 40mm stent graft extended proximally and distally from the 31mm device. An intra-operative angiograph reportedly revealed a lack of wall apposition at the proximal end of the 40mm gore® tag® device, and a possible proximal type I endoleak. Additional touch-up ballooning was performed, and the treatment was completed. On (B)(6) 2023, a follow-up computed tomography scan reportedly revealed a distal stent graft-induced new entry (dsine), and a distal type I endoleak of the 40mm gore® tag® device. The physician stated that consideration for additional treatment of the new entry tear on the distal end will be discussed in the future. It was reported that the risk of dsine could have been reduced if the treatment length had been measured, and a 15 cm device had been selected instead of 20 cm device.

Manufacturer narrative:
Code c19 a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 20 the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, dissection, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.